Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that the customer experienced low blood glucose for 2.5 to 3 hours. He stated that he received an entire vial of insulin within a span of 3 hours. He stated that he had just filled the reservoir in the morning and carried on with his daily activities leading up to the event. He advised that he treated with food and experienced trembling. The customer's wife arrived to bring him home, and he treated with 4 or 5 glucose tablets until his blood glucose rose. He reported that 2 days prior to the low blood glucose event, the insulin pump had alarmed motor error during the prime process. He did not know the blood glucose reading nor observe any significant events leading to the alarm. He was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. He agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.